Event description:
It was reported that the video system center exhibited issues when interfaced with the 180 series scopes, likely due to a socket problem. The issue was found during preparation for use for an unknown diagnostic procedure and the procedure was completed with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image was blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the reported issue was due to a printed circuit board. However, the specific cause of the printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.